Event description:
Event: conversion to open surgical repair. Case detail: it was reported that the inadvertent pulling of the re-enforcement tube instead of the contra pull wire resulted in contralateral limb deployment within the aneurysm sac. Attempts to snare the limb were abandoned after one hour, and the physician elected to convert the patient to open surgical repair of the aneurysm.